Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was undersensing and had migrated from the pocket . The device was explanted. No patient complications have been reported as a result of this event.